Event description:
It was reported that the laser indicated a low water message and shutdown during the middle of a procedure. The procedure was completed with a c02 laser. There was no patient injury reported.